Event description:
An insulet clinical services manager reported pt had passed away due to complications of existing congestive heart failure and it was not omnipod-related.

Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no qualification records were reviewed.